Event description:
Catheter was "cut."

Manufacturer narrative:
It was reported that the catheter "was cut in two different pieces. The patient was in restraints. States that it sounds as if the patient was struggling and the catherer broke. No patient injury" no additional information is provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.